Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer's daughter reported via phone call indicating that the customer experienced unexpected high blood glucose of 501 mg/dl. The customer was treated for the high blood glucose with a bolus from their insulin pump. The customer was assisted with trouble shooting and air bubble and eighth of an inch big. The customer was assisted with performing a five unit fixed prime until the air bubble was pushed put. The customer did not have a tubing clamp to finish trouble shooting. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.